Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states, the seat is cracked on the seam from the top to bottom of seat.